Event description:
It was reported that the t:slim x2 pump battery would not charge due to a power source alert. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by using the original tandem wall adapter and charging cable, even though the pump did shut down and required manual restarting of cgm sessions. Technical support advised the customer to monitor the situation and call back if the problem persists, and the caller acknowledged the instructions.